Event description:
It was reported that the customer's insulin pump had a crack on the reservoir compartment and battery compartment. The customer was unaware of how the damage occurred. The customer's blood glucose was unknown. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Pump was received with broken battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at display window corner and cracked lcd window.